Event description:
A patient reproted experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 197mg/dl versus 130mg/dl meter to lab. Tests were done within 11-20 minutes with a difference of 52%. Patient did not experience any adverse events. No further information has been reported.